Event description:
The hosp staff used the device for routine pt ECG monitoring during an inter-hosp transfer. After approx 14 minutes of use on battery power, the operator disconnected the device from the pt and used another monitor to cpmplete the transfer. After the pt arrived at the destination, the device was again used to monitor the pt's ECG. After approx 7 minutes of use, the device reportedly "beeped", then lost power unexpectedly. There were no adverse affects to the pt reported as a result of the alleged malfunction.